Event description:
During a contact attempt on (B)(6) 2013, animas was advised that the patient had passed away. The reporter was contacted by animas customer support to get additional information. The reporter indicated that the patient had passed away 3 years earlier, the reporter was unsure of the exact date. The reporter stated that the patient was in an assisted living facility at the time. The reporter indicated that the patient got up but did not turn the light on and the patient fell and broke a hip; the patient¿s reported blood glucose at the time of the event was in the 400-500 mg/dl range and the patient was described as being ¿confused¿. The pump was reportedly disconnected and the patient was reportedly receiving injections but blood glucose levels remained elevated in the 500 mg/dl range. The patient reportedly died the next day; the reporter decline to provide a specific cause of death but stated that it was age and diabetes related. The reporter stated that the pump was not being implicated in the event. The reporter indicated that the pump kept better control of the patient¿s diabetes and added several years to the patient¿s life. The reporter declined to review the pump stating that the pump was donated to an endocrinology office. This report is made because while there is no indication of a malfunction of the pump, the use of the pump could not be ruled out as a contributing factor in the patient¿s demise.

Manufacturer narrative:
The pump is not returning to animas as the pump was donated and was no longer available. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.